Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 8015501. Customer states that they were unable to draw the insulin from the vial and one syringe had a tiny hole in the barrel of the syringe resulting in the medication leaking through the hole. The returned syringe was examined and no hole in the barrel was observed. The sample was also tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula. This indicates that there is an adhesive clog in the cannula. Sample was forwarded to manufacturing (holdrege) on 28sep2018 for further review. On 25sep2018 holdrege received one (1) 0.3ml syringe from batch#8015501 in an opened bag in a container. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe aa, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No light was seen through the cannula during visual inspection, which indicates a clogged cannula. Probable root cause: a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. A review of the device history record was completed for batch # 8015501 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200737416, 200736871] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for unable to operate and the 1st related complaint for barrel damaged (hole) and leakage on lot # 8015501. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hole in barrel, leakage). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no CAPA is required at this time.

Manufacturer narrative:
Customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 8015501. No samples from lot # 8085617 were returned by the customer. Customer states that one syringe had a tiny hole in the barrel of the syringe resulting in the medication leaking through the hole. A review of the device history record was completed for batch # 8085617 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200750991, 200750955] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hole in barrel, leakage).

Event description:
It was reported that a relion insulin syringe had a small hole in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.